Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the issue encountered involved the device shutting down without an alarm, though upon restart, a low priority alarm indicated the ventilator had restarted. The alarm was continuous after the restart. It was also confirmed that it did not present any diagnostic codes or significant events in the events log. Thorough troubleshooting was conducted by a technician, following instructions from philips technical support. The battery was replaced, the device successfully passed performance specification testing, including a full pm and power failure testing. Following these checks, the ventilator was confirmed to be operational by both technical support and the department manager. The only component replaced was the internal battery and the defective battery was discarded. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating while the device was in use it powered down and back on and stated on screen, device restarted check settings, device was removed from service. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer informed that he set up the device on a test lung and let device run for 2 days with no issues. Went through event log with customer. Customer states they are unable to find any significate error codes starting with 11 or 10. Suggested to customer to perform battery test and power failure test on device. Also suggested to perform full pm on device to determine working status. Resolution and disposition are pending - investigation ongoing.